Manufacturer narrative:
Currently, it unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that there was insulin inside of the reservoir compartment. The customer's mother was unsure if the reservoir leaked as the o-rings in the reservoir were intact. The customer also had a blood glucose reading of 273 mg/dl. Nothing further was reported.